Event description:
In 2018, I started experiencing insane itching over both of my breast/nipple areas, weird, unexplained rashes over chest and legs, intermittent loss of circulation to my extremities (purple toes), constant numbness in hands, swollen lymph node which lead to discovery of positive ana for sjogren's syndrome and rheumatoid arthritis, anxiety/fear of dying, dry eyes and joint pain. I'm currently seeking explant because of pain and burning sensation in both breasts. FDA safety report ID# (B)(4).